Event description:
Information was received indicating that a smiths cadd solis vip ambulatory infusion pump was tested to be under infusing. With claves the accuracy reading was -15.3%, without claves, the accuracy reading was-14.59%, with the walkmed bag the accuracy reading was -5.22%, the mod test was 2.5%. And bench accuracy was -1.7%. There was no patient involvement.